Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 767 mg/dl. The caller stated that the customer was feeling sick. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap noted. The insulin pump passed the prime test, but the caller declined further troubleshooting as she felt the high blood glucose levels might be due to user error. The caller stated that she would be getting further training as the customer may not be using the sensor and insulin pump correctly. Advised to call back as needed. Nothing further was reported.